Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check could not be performed with tandem technical support, as customer refused to remove site. Customer changed pump supplies and resumed insulin delivery. Reportedly, the customer is using admelog insulin. Tandem technical support informed the customer that admelog is off label per the tandem user guide. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 400 mg/dl.